Manufacturer narrative:
Sample has not been returned to manufacturer at this time. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the circuit would not pass the leak test because adaptors are cracked. No patient injury or intervention reported.